Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). This complaint is not confirmed. This complaint is for misidentification of proteus mirabilis when using phoenix panel nid (448007) batch number 3108855. The customer did not return phoenix generated lab reports, panels or isolates but provided photos for the investigation. The photos show the panel carton with batch number present, the broth tube used and the results when using the complaint batch. To investigate, three retention panels from complaint batch 3108855 was tested using qc isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. All three panels identified their isolates as p. Mirabilis, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch, related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ nid that there was misidentification. The following information was provided by the initial reporter: proteus mirabilis was identified as providencia larvai. The customer had doubts about the result; the above strain was taken internally to other customers at m50 after verification, it was also identified as proteus mirabilis (using the same batch number of consumables). However, the same sample was tested by mass spectrometry three times and it was proteus mirabilis. The strain showed obvious migration on the plate and was of high purity.